Event description:
It was reported that after repairs, the unit continues to enter standby mode during cases.

Manufacturer narrative:
Additional information will be provided once the investigation is complete.